Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the tip of the screwdriver broke off during the insertion of an x25 insert. The procedure was completed with another screwdriver. Concomitant device: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper 2 system set screw inserter, self-retaining. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number ag2098481 was released in a single batch. Batch1: lot qty of (B)(4) units were released on february 10, 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper 2 x25 set screwdriver inserter (p/n: 286735400, lot #: ag2098481) was returned and received at us customer quality (cq). Upon visual inspection, one of the distal tip-prongs of the outer shaft was observed to be broken. The broken fragments and inner shaft were not returned. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: it was not performed due to the post manufacturing damage. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Viper2 x25 set screw inserter. Viper2 x25 set screw inserter outer shaft. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the viper 2 x25 set screwdriver inserter (p/n: 286735400, lot #: ag2098481). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. As a result, no conclusions can be made regarding the type of fracture that the driver underwent. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.